Event description:
It was reported that during a laparoscopic cholecystectomy, the trocar leaked. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with dried body fluids inside of the sleeve and on the tip of the blade. It was found that the inner gasket was torn. No conclusion could be reached as to how this damage had occurred.